Event description:
It was reported that a patient who underwent an MRI of the spine subsequently sought evaluation by an ent specialist due to hearing concerns. The patient was diagnosed with hearing loss and treated with medications. At this time, it is unknown whether the patient's condition has improved.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. A1: patient ID has not been provided to ge healthcare (gehc). D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare (gehc) investigation has been completed. An acoustic performance test was performed per nema standards publication no. Ms4-2010 (acoustic noise measurement procedure for diagnostic magnetic resonance imaging devices) and iec/cei 60601-2-33 clause 26. The testing concludes that the system is within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided proper hearing protection during the scan. Human conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.